Manufacturer narrative:
The hill-rom technician found the communication cable malfunctioning. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician disconnected and reconnected communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating nurse call was not working. The bed was located at the account in room 4310. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).